Event description:
Customer reports to have low blood glucose and had been hospitalized as a result. It is reported that customer had experienced low blood glucose for two months. Customer was hospitalized on (B)(6) 2014 with blood glucose of 0 mg/dl. Customer had passed out and had no memory of what happened. Customer believed low blood glucose was caused by over delivery and not eating enough food. During troubleshooting, it was found that drive support cap appeared normal, customer was admitted for medical treatment, customer was not disconnected during rewind / prime sequence, customer was programming incorrectly. Customer was assisted in programming correctly and was advised of the impact of incorrect programming. Customer was advised to speak with healthcare professional regarding insulin pump settings. Customer was also advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)